Event description:
Patient presented to the physician with a superficial infection at the neck incision site. Physician admitted the patient and initiated IV antibiotics. Cultures were taken during the admission, and the results returned negative for staph infection. The patient will continue IV antibiotics treatment, and the physician will re-evaluate.